Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: noise showing on image due to faulty charge-coupled device was found. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image noise. There was no patient involvement.